Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited a high capture threshold. The atrial lead got damaged when it was re-positioned for a better threshold. The atrial lead was not used and was replaced during the procedure. There were no patient consequences reported.